Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) and chest pain occurred. In (B)(6) 2009, clinical status assessment identified the subject¿s qualifying condition as stable angina and the subject was referred to cardiac catheterization. Subsequently coronary angiography and the index procedure were performed. The target lesion was located in the mid left anterior descending artery (lad) with 60% stenosis, a length of 22 mm, and a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the subject presented with abnormal rse concerning for silent ischemia. In (B)(6) 2013, coronary angiography and coronary intervention were performed. The 70% stenosis noted in mid lad beyond the stented segment was treated with placement of 2.5 x 12 mm promus drug eluting stent. Following post dilatation residual stenosis was 0%. Corelab reported isr pattern 1b and target lesion revascularization (tlr) was performed. The event was resolved without residual effects on the same day.